Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Concomitant products: 4574 implantable pacing lead (B)(6) 2008.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance trend on the rv (right ventricular) pacing lead was rising. The lead impedance was steadily rising from approximately 500 ohms in (B)(6) 2013 up to approximately 1000 ohms in (B)(6) 2013.

Event description:
It was reported that the right ventricular (rv) lead impedance increased from 510 ohms to 1185 ohms and the thresholds had increased from 1.75 v to 3.25 v. An x-ray was planned to evaluate the lead integrity. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The average rv capture threshold is between 1.75 and 2.5 from (B)(6) 2012 through (B)(6) 2013. (B)(4).

Event description:
It was further reported that thresholds and impedance were high, and fracture was suspected. The lead was capped and replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.